Manufacturer narrative:
(B)(4). The system was evaluated by a (fse) field service engineer. The fse could not duplicate issue in gel, performed oscillator health check, verified laser alignment. System meets factory specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 resulting in incomplete flap creation in patient¿s right eye. Flap was unable to be lifted and the procedure was aborted. Photorefractive keratectomy (prk) will completed at a future date. This report is for the intralase laser. A separate report is being submitted for the patient interface.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.